Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead a few weeks post-imp lant. Lead polarity was adjusted and the lead remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.